Event description:
Subsequent to the initial medwatch report, it was reported that the prostar xl device was used in the common femoral artery. A second prostar was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported device issue. The handle was still in the pre-deployed position and there was no slack on the suture. The marker tube appeared normal and the marker port was not occluded. The marking patency was performed and the device was patent. The guide wire patency was also checked and the device was patent. No blood flow from the marker lumen can occur if the marker port is not in the arterial lumen, the marker port is not against the sidewall of the patient's artery or tissue obstructing the marker port or the artery is deeper than expected. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an interventional procedure. Reportedly, once the device was located in the patient, no blood flow was coming out of the marker lumen, even after making the incision wider in order to go deeper with the device. The device was discarded and replaced by a second device which successfully achieved hemostasis. Prior to use the device was purged with saline solution. A 18fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.